Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro cannula distal insufflation was low. The hospital did not report any patient effects. The procedure was completed with the same device.

Manufacturer narrative:
The device was returned to the factory for evaluation. The btt was also returned with the device, which was not related to the complaint. Signs of clinical use and evidence of blood were observed. No non-conformities were observed in the visual inspection. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube to confirm the reported complaint. A reference endoscope was inserted into the complaint cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch remained inflated. The co2 insufflation path on the complaint unit was open and unobstructed. We were unable to reproduce the reported failure in our testing. Based upo...

Manufacturer narrative:
Based upon these findings, the reported complaint was unable to be confirmed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).